Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. The reporter alleged that the pump was having occlusion issues. It was noted that the issues occurred with more than one set of supplies. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/05/2014 with the following findings: a review of the pump¿s current black box history and alarm history showed that no ¿occlusions¿ had occurred. The pump information from the date of the complaint had been overwritten due to continued use of the pump. The pump case was removed and no defects were found to the force sensor pins or solder connections. There was no evidence of contamination or cracks on any force sensor traces. The complaint that the pump was having an occlusion issue was not able to be adequately investigated due to the blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.